Event description:
It was reported surgical intervention was undertaken wherein the ipg was explanted and replaced to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patients ipg displayed the message "replace generator soon, the generator is approaching the end of its service." Indicating the ipg is approaching end of life. The next course of action is undetermined at this time.